Event description:
It was reported through the stryker facebook page, "I'm struggling in my 9th week. Already had a mua. Didn't work. I'm stuck and now going to pt every day! I have 3 weeks to get the flexion I need. If I don't, I won't. I'm scared to death."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.